Event description:
It was reported that the customer was experiencing on-going persistent air bubbles within the cartridge canister. There was no adverse impact to the customer's blood glucose level. The customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.